Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawers 3.1 and 3.2 as failed, displaying device not detected on bus. A field service engineer (fse) replaced the pyxis bus module control board. Both drawers were then tested using the hardware test application and operated without issue. The customer subsequently verified drawer functionality, and all functions worked as intended. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, three east a pyxis auxiliary drawer 3.1 and 3.2 were showing device not detected on bus. The pyxis was restarted multiple times, but the issue persisted. A failure was also present with main drawer 2.1 pockets a1 and a4. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.